Event description:
It was reported that the deep brain stimulation (dbs) patient experienced seizure activity while driving. The patient went to the emergency room where magnetic resonance imaging (MRI) revealed a suspected blood clot along the left lead. The patient underwent an explant procedure where in the left lead was removed. The physician assessed the reported blood clot as likely related to the patient's use of warfarin. Cultures were taken, no findings were noted.